Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revised a triathlon femoral component and poly due to femoral component being oversized. Additional information from rep: "correct, the implant selected was too large for the patient's anatomy with overhand medial and lateral on the femur.